Manufacturer narrative:
(B)(4); batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the surgeon found the tip broken after use. No further information is available. No patient consequence reported.